Manufacturer narrative:
A follow-up call was made to the facility where the incident occurred. The facility administrator advised that there were three therapists involved when the incident happened. The patient was dropped about 2 inches into the chair, which is when the boom came forward and hit her in the head. He advised that the sling was still attached to the swivel bar when the patient dropped down into the chair, but he was not aware of what model sling was being used. He was not able to provide the patient's weight but claimed that she was well within the weight capacity of the lift. He stated that when the event happened, they were aware that the patient had sustained a bruise to her forehead but they did not think it was anything more severe until about 20 minutes later when she had slurred speech. It was then that they took her to the hospital where the neck fracture was discovered. He did not know if it the fracture preexisted the incident, just that it was discovered as a result of the incident. He was also not aware of what medical treatment the patient received, but he advised that she is back at the facility and is doing well. The facility administrator stated that he was not sure that there was a device malfunction. He stated that they tried to re-create the incident the next day but were unable to do so. He advised that after much discussion, it was determined that the wheels of the lift were locked at the time of the incident. He stated that they were not aware that the wheels should not be locked during transfer, and he advised that after doing an internal investigation, they feel that having the wheels locked could be what caused the lift to tip over. He also stated that a representative from the state came out and performed an inspection, and it was noted that the facility was not transferring patients properly; there was no documented defect/malfunction with the lift. Following the incident, the lift was removed from service. A replacement rpl600-1 lift was sent to the facility, as the rpa600-1 lift has been discontinued, and the dealer did an in-service at the facility to retrain the staff and ensure that they understand how to properly operate the lift. The rpa600-1 owner's manual, as well as labeling on the lift, states, "do not lock the casters of the patient lift when lifting an individual. Casters must be left unlocked to allow patient lift to stabilize during lifting procedures." Additionally, the manual warns that when positioning the lift, to be aware of the position of the swivel bar and the patient. On (B)(6) 2018, the lift was returned to invacare and it is pending an evaluation. Once completed, a supplemental record will be filed.

Event description:
The dealer reported that the patient was being transferred from a bed to a wheelchair, and her back and bottom were in the chair, when the rpa600-1 lift tipped forward and the swivel bar hit her in the head. The dealer stated that the patient was sent to the hospital where she received x-rays and a CT scan, and it was determined that she had sustained a bruise to her forehead and a neck fracture.

Manufacturer narrative:
The rpa600-1 lift received an evaluation. Since the patient weight was unavailable, the maximum weight of 600 pounds was used for testing. Using the pendant, the boom raised and lowered at a steady, continuous rate without any complications. Additionally, the load was suspended for a duration of 15 minutes, during which time the actuator held position, without any slippage. Then, the function of the emergency release was tested. The load was again fully raised to its maximum position, and the emergency ring was pulled upward to lower the lift. It was observed that the boom lowered at a faster rate in comparison to using the pendant. After the boom lowered several inches, the emergency ring was released, after which the load began to oscillate, the base lost stability, and the lift fell. Therefore, it was confirmed that the lift was capable of falling with a load suspended when the emergency release was utilized. However, the use of the emergency release is not the sole factor of the lift losing stability, and there was no indication that the facility used the emergency release at the time of the reported incident. There were several indicators that the lift required maintenance and/or replacement, including numerous scratches to the hanger, boom, mast, and base assemblies, a broken latch, a broken shifter handle, debris in each of the casters, and noticeable leaning of the mast assembly. The rpa600-1 lift was manufactured in may 2006; therefore, it has exceeded its expected life of 8 years. Additionally, as previously stated, the lift was not being used in accordance with the operating instructions and labeling on the device, as the rear casters were reportedly locked at the time of the incident, which may cause the lift to be unstable.

Event description:
The dealer reported that the patient was being transferred from a bed to a wheelchair, and her back and bottom were in the chair, when the rpa600-1 lift tipped forward and the swivel bar hit her in the head. The dealer stated that the patient was sent to the hospital where she received x-rays and a CT scan, and it was determined that she had sustained a bruise to her forehead and a neck fracture.